Event description:
The customer reported a motor error alarm. The blood glucose reading was 160 mg/dl. The customer did not recall any significant events that led to the alarm. The insulin pump may have been exposed to a strong magnetic field. The patient was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. No check settings alarm during testing. Unable to perform bolus deliveries to verify lost bolus due to motor error alarm. The insulin pump was received with cracked case at the display window corner, a broken reservoir tube lip, a scratched lcd window, a missing end cap sticker, a cracked lcd window, a broken belt clip slot, and cracked battery tube threads.